Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, component codes and investigation conclusions, h11. A getinge field service engineer (fse) arrived onsite to find the units top display screen not functioning as expected. Units top display had a constant distortion not allowing screen to be shown. Fse removed and replaced top display as required. Also muffler was replaced do to fse snapping the threads during his system checkout. Completed repair with all functional and safety tests per manufacturer specifications. Returned unit to customer use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) upper screen is not working and is flickering. There was no patient harm.